Event description:
During implantation of the device the head of the screw became unattached from the body of the screw. The patient had bone sclerosis. The device was retrieved and an additional implant was inserted the procedure was only prolonged for a short time. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6).